Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. A water filled reservoir and infusion set was installed in the reservoir compartment. The pump recognized the water filled reservoir and a 2.0 fill cannula was delivered. The water exited the infusion set during the 2.0 fill cannula delivery. No prime/fill anomaly was noted. Then, the pump was programmed with multiple boluses and was monitored. All boluses delivered properly and were listed in the bolus history screen. The pump was also programmed with multiple basal profiles and was monitored. All basal profiles delivered their indicated amounts and was verified in the daily total screen. No bolus anomaly or basal anomaly was noted during testing. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 40 mg/dl. The customer was treated with food. Customer was admitted to the hospital on (B)(6) 2016. Customer's blood glucose at time admission was 50 mg/dl. Customer cause of hospitalization was dehydration. Customer was given fluids. Customer was off pump for 2 to 3 hours. After the troubleshooting was done, customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.